Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported during a surgery for tissue expander replacement with an implant, a fold area on the right expander capsule defect detected ¿ rupture along its fold with its content leaking. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: yellow particles and crease flat. Leak test was performed and no leakage was found. A microscopic analysis was performed which identify intact and functional, the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported during a surgery for tissue expander replacement with an implant, a fold area on the right expander capsule defect detected ¿ rupture along its fold with its content leaking. Device has been explanted.